Event description:
During an incident in 2/01 involving an unconscious male pt in cardiac arrest, this unit was first hooked up with monitoring pads and when the rhythm appeared to be vfib, they turned off the unit, changed to meditrace electrodes that were within expiration date, cleared the mcm 3 times and when they tried to treat the patient, the unit remained in monitor mode and they were unable to treat the patient. The pt was pronounced on the scene. The customer reports they powered on the unit the next morning and found it was still in monitor mode.